Event description:
A consumer reported that during an intraocular lens (iol) implant procedure, the surgeon dislocated the lens. Nine months following the initial procedure, the lens was exchanged for a different lens model and power. In a follow up, the surgeon reported the patient experienced "ghosting." He confirmed that the lens was malpositioned and one haptic was in the sulcus. The surgeon reported it is unknown if the iol caused or contributed to the event.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was received. (B)(6).